Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure, shaking, loss of motor capacity, hypoglycemia was unable to self-treat, requiring treatment glucagon injection by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose reading and alarm notifications using a similar configuration samsung galaxy s22 (android 13; 2.8.4.9335), iphone 13 mini (ios 16.2, 2.8.1.6120) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure, shaking, loss of motor capacity, hypoglycemia was unable to self-treat, requiring treatment glucagon injection by third-party. There was no report of death or permanent impairment associated with this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.